Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 6 weeks prior to contacting lfs. The patient alleged the subject meter read ¿100 points higher¿ compared to another meter, performed within 30 minutes of each other. Specific results obtained with the subject meter or the other device was not provided. It is not known how the patient manages her diabetes or if changes were made with her usual management routine. The patient claimed she felt symptoms of light headed and ¿not feeling well.¿ the patient denied receiving medical treatment due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿light headed and unwell" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.